Event description:
During routine testing of the device at a service center, the service rep reported the battery supply indicator on the heart lung console battery module was on, indicating the use of battery power although the system was using ac power. The rep inspected the roller pump and found that a diode had failed. After replacing the diode, the battery indicator was no longer illuminated, resolving the issue. Since the event occurred during routine testing of the device, ther was no pt involvement during this event.

Manufacturer narrative:
Eval in progress but not concluded.